Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she went to her obgyn and during her vaginal exam the doctor noticed a piece of tampon still inside her vaginal cavity and removed it. Consumer reported removal of the piece of pledget was uncomfortable. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.